Event description:
It was reported that during an infusion of vancomycin a pump alarmed frequently for air limit exceeded. The customer stated "the tubing had visible air bubbles from the drip chamber past the pump to the pt." It was reported that the nurse hung a new IV set and "within a half an hour, the tubing was alarming yet again." The customer stated that again they "found bubbles in the drip chamber, past the pump and down to the pt."

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore and evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.